Event description:
(Os 16.780). The dentist reported that 5 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Patient presented bone type ii and bone graft was executed.